Event description:
During a remote follow-up, failure to capture, unspecified impedance issues and device sensing issues were detected on the device. It is unknown if the patient is pacemaker dependent. No intervention has been performed. The patient was stable.